Event description:
It was reported that the chronic right ventricular lead was reused in a bi-ventricular implantable cardioverter defibrillator upgrade as the pace/sense lead. During follow up, the lead had short v to v intervals and the lead integrity alert triggered. Pocket manipulation found noise. The lead was capped and the pace/sense portion of the newly implanted right ventricular defibrillator lead was used.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.